Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, original pump was scheduled for return and further evaluation, and no additional corrective actions were documented.